Event description:
It was reported that while on a pt, the pump experienced system battery alarm and battery run time less then 20 minutes. As a result, the pump was switched out. There were no reported pt complications. The field service rep was phoned to check the pump. Field service report states the following: "pump was not powered up. Found power supply not charging battery. Battery volt - 11.7. Replaced power supply and battery. Charge voltage - 13.5v. Ok install fcn 13, install fcn 14 2.23 software. Enlarge vent hole in water bottle per electrical safety." The pump was deemed operational and returned to service.

Manufacturer narrative:
After evaluation, it was determined that the event was MDR reportable. Evaluation: the power supply & battery were returned. The received battery was tested per procedure and passed all tests. The power supply failed to power on while connected to ac power. A device history record re-review was conducted on the reported intra-aortic balloon pump serial number & it met all specifications & passed all in-process testing. Conclusion: the cause of the reported defect is a failed power supply. It is not possible to determine how the supply was compromised.